Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "one item was found with moisture inside the package prior to use."

Manufacturer narrative:
(B)(4). The customer complaint was confirmed through the investigation of the returned sample. The customer returned an actual sample was received for investigation. A black smear was observed on the pouch surface which originated from the printing behind the lubricant jelly sachet. Inspection of the lubricant jelly sachet found that there is visible delamination between the plastic inner layer and the aluminium foil layer, without any sign of leakage and tear of the jelly sachet. A review of manufacturing process revealed that all lubricant jelly sachets undergo 100% cleaning at the manufacturing line, where operators clean the sachet edges with 100% ipa and remove any debris. Any leakage from the jelly or smear observed from the printing behind the jelly sachet would be detected during this process. The IFU mentioned at caution section to store the device in a dark cool environment, avoiding direct sunlight or extremes of temperatures. A device history record review was performed and there were no relevant findings. The root cause of internal leakage and separation between the plastic layer and aluminium foil layer of the lubricant jelly sachet could not be determined. There is possibility that this could occur in post manufacturing. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "one item was found with moisture inside the package prior to use."